Manufacturer narrative:
A specific root cause could not be identified as the customer declined a field service engineer visit.

Event description:
The customer called to troubleshoot issues with ise indirect na for gen.2 quality control (qc) imprecision. The customer received complaints that na results for an unspecified number of patient samples were running high. After the customer repeated an unknown number of patient samples, they had to correct results for 4 patients. Of the data provided, the results for 2 patients were erroneous and reported outside of the laboratory. Patient 1 initial na result was 148 mmol/l. This result was reported outside of the laboratory. The repeat result was 141 mmol/l. The result of 141 mmol/l was reported as a corrected result. Patient 2 (male with date of birth of (B)(6) 1983) initial na result was 147 mmol/l. This result was reported outside of the laboratory. The repeat result was 141 mmol/l. The result of 141 mmol/l was reported as a corrected result. No adverse event occurred. The na electrode lot number and expiration date were not provided. The customer replaced all ise reagents and checked multiple parts of the instrument. The customer has not had any further issues with patient results but still had qc issues with na tests. The customer decided to replace the na electrode. After this was replaced the customer ran calibration and it was acceptable. Qc results were also acceptable. The customer does not want a service visit from the field service engineer as he thinks the issue was a bad na electrode which he replaced. The customer declined further follow up actions.